Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. Three days later, the patient was hospitalized for this event, their catheter was removed and peritoneal dialysis therapy was discontinued. Treatment for this event was unknown antifungal medication (dose, route, frequency and duration not reported). The patient was later discharged from the hospital. However, the hp remains under the care of the hemodialysis clinic. At the time of this report, the patient has recovered from this event. No additional information is available. This is report 1 of 4.